Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient went to the hospital due to unrelated health issues and experiencing a severe fall. Since falling, the patient has been experiencing pain at the ipg since. It was also reported the patient believes the ipg has moved from it's original location. The patient has been taking pain medication to provide relief at the ipg site but plans to receive injections.